Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Reload - tr45w (batch # k5c43l, batch # l54t71). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
Staples malformed. During the endoscopic hepatectomy, after fired with two tr45ws, some of staples malformed with irregular shape. Suture was used to sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2018. Batch # n5307e. The analysis results found that the atw45 device was received with no apparent damaged and with two tr45w reloads present. The returned reload (tr45w - b) was fully fired and with no apparent damaged. The returned reload (tr45w - c) was partially fired 3/4 and with the lockout normal. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the reload (c) indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.